Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. The right iliac artery measured 25 mm in diameter at the time of implant. It was reported that, approximately four years and one month post index procedure, the patient had a distal type I endoleak in the right iliac artery. Additionally, the right iliac had expanded to 32 mm in diameter. The physician elected to perform an internal iliac to external iliac bypass and implanted a stent graft extension into the right external iliac. An angiogram was then performed that revealed no endoleaks. The procedure was completed and the event was resolved. Per the physician, the cause of the distal type I endoleak was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.